Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4). This lens model is contraindicated for patients with age more than that of 45 years. (B)(4).

Event description:
Article stated that the surgeon implanted icl implantable collamer lens into the patient's eye. The lens was explanted with cataract extraction and iol placement due to an anterior subcapsular cataract (asc). Patient reported vision as fair or worse due primarily to cataract. Patient was considered to be "outside of FDA guidelines" because of age >45 yrs. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.